Manufacturer narrative:
(B)(4).

Event description:
The pump delivered a "mixture" of dilaudid, bupivacaine, and clonidine with varying daily doses of dilaudid. The pump delivered a mixture of medication with a dilaudid dose of 52 mg/day for 2 years. In 2008, the pt was "overmedicated which led to falling down resulting in broken wrist, neck, really ill." The pt was "sent to hospice." Saline was placed in the pump. Within 72 hours of the pump refill with saline, the pt's symptoms "were gone." The pt's oral medication was also stopped. The pump was explanted. Additional info has been requested, but was not available as of the date of this report.